Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device malfunctioned intra-operatively and was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: june 23, 2015 - expiration date: may 31, 2025. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 90mm ti tfna helical blade sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. There were two (2) parts scrapped during the machine complete operation for a thread setup issue and the remainder of the lot was found to be fully conforming. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent at trochanteric fixation nail (tfn) procedure on (B)(6) 2015. As the surgeon compressed the helical blade, it backed up straight through the nail. It was removed and a lag screw was placed instead. There is possible damage to the locking mechanism of the nail. A thirty (30) minute surgical delay was noted; the procedure was completed successfully. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: helical blade appears in good condition except for a helical wear mark that extends ~49mm along the shaft. No noticeable damage found within the anti-rotation slot. The tfna system allows for intra-operative compression of the fracture with the use of the buttress/compression nut from its interface with the other aiming instrumentation. In situations where the patient has poor bone quality, care should be taken when compressing as called out in the tfna surgical technique guide. The technique requires that the locking mechanism be deployed prior to applying compression, but no damage was observed at the anti-rotation flat. Based on the information provided above, this complaint is determined to be indeterminate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was confirmed that procedure was a trochanteric fixation nail advance (tfna) which was performed on (B)(6) 2015. Patient was fine and procedure was completed successfully.